Event description:
It was reported that in 2001 following a percutaneous transluminal coronary angioplasty (ptca), an 8f angio-seal device was deployed in the patient's right femoral artery. The patient was discharged from the hospital 4 days later with a known infection of e.coli and staphylococcus aureus. The patient was readmitted 4 days later with a fever, chills and rigors and was placed on an IV of antibiotics. Four days later the patient had not responded to the antibiotics, therefore a surgical patch was placed. The patient is in stable condition. It should be noted that the hospital has indicated that they do not contribute the infection to the angio-seal device but most likely to the patient's poor hygiene or lack of hospital sterile condition.